Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Oh (B)(6) the manufacturer received notification through patient tracking of a memo 3d rechord semirigid annuloplasty ring that was implanted/explanted on (B)(6) 2017 and of an annuloflex mitral annuloplasty ring that was implanted on (B)(6). On follow up with the physician the following event details were clarified. The failure to implant the memo 3d rechord was due to physician medical judgment during the procedure that a mitral valve replacement was required. The ring was explanted and the physician performed a mitral valve replacement. The annuloflex was implanted for a tricuspid annuloplasty. Additional x clamp time was added to the procedure for the mitral valve replacement.